Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. The device's black horizontal lines and the dots around them were pink was observed. The repair was canceled, and the device will be scrapped due to lease being up.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device's black horizontal lines and the dots around them were pink and the failure occurred on the lcd was observed. The repair was canceled, and the device will be scrapped due to lease being up. The device's lcd was evaluated by manufacturer's product investigation laboratory and was able to confirm the complaint. The display shows discolored lines/dots/pixelation during operation at pil. Tech determined that there is a probable leak or fracture within the liquid crystal layer of the suspect lcd display causing the graphics interference. With the suspect lcd temporarily installed into trilogy device, the pil tech powered on the unit and observed clusters of pixel distortion resembling patterns of black lines/dots. Tech was able to confirm and duplicate the failure of the lcd display from service.